Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. These codes indicate issues with the device's power management board and system board. Device has been evaluated but the components have not been replaced, pending customer approval of estimate.